Event description:
It was reported that the patient with this tactra malleable prosthesis presented with fever and pus at the incision site. The physician determined the incision site was infected. The patient had previously experienced two other infections with this same device, but there is no additional information on the treatment of those infections. Ultimately the physician decided to explant the device with this third infection. No further patient complications were reported.